Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported bleeding. The following information was provided by the user facility: a patient with recent dx of lymphoma had an 8fr port placed at an outside hospital through the subclavian artery into the ascending aorta to the level of the aortic valve. The patient was transferred after having stroke-like symptoms and cta showed the port was misplaced, and was started on heparin and taken to operating room for removal of port. Initially, the left common femoral artery access was gained. Her port incision was opened- followed by use of an angio-seal closure device. Repeat imaging demonstrated flow but had poor visualization. There was a good signal at the sca and thus the wound was closed and left cfa access closed with an angio-seal closure device. Once drapes were taken down, signals in her arm were checked and finding poor signals, the decision was made to reimage her subclavian artery. Access of her right cfa was gained with u/s, followed by angiography of her left sca with what appeared to be short segment occlusion of her subclavian artery - no evidence of extravasation. A covered stent was placed across this area with repeat imaging demonstrating good placement. Angiography of the left groin (first access) was performed showing good flow with no evidence of extravasation. Her right cfa was then closed with angio-seal. She had good signals in all extremities distally. After checking pulses, she went into pea. Chest compressions and acls was initiated. There was no evidence of hematoma at the incision site or bilateral groin sites. A left chest tube was placed to evaluate for hemothorax, there was no return of blood in the tube. A tee was also performed demonstrating no evidence of effusion or motion. Abg's performed came back with low hemoglobins but unable to find source of bleeding. Autopsy revealed large amount of liquid blood and partially-formed clot in retroperitoneum (left>right) that dissected between the rectus muscle and peritoneum anteriorly. Also left access closure device did not deploy completely. Unclear at this time if closure device's failure to deploy completely was cause of bleeding or contributed to patient's death. Additional information was received on december 5, 2017. There was difficulty experienced when gaining arterial access. One stick was performed. A posterior wall stick was not performed, and the stick was not above the inguinal ligament. There was no presence of atherosclerotic disease in the left and or right cfa. Fluoroscopy was used to determine the location of the femoral head. The ancillary sheath size was 6fr. A kumpe catheter and guidewire were used during the procedure. A pre-deployment angiogram was performed. Device deployed in the usual manner with normal resistance and feel. There was no evidence of bleeding from the site. Autopsy did not demonstrate the presence of the angio-seal at the arteriotomy. The user did not feel increased resistance, it functionally felt the same as other deployments. Hemostasis appeared to have been achieved by the device. Multiple angio-seal devices were used, one on each side. An angiogram was performed which did not demonstrate extravasation. The mortician did not see the angios-seal at the level of the artery. In the autopsy report, it stated: "left access closure device did not deploy completely", further detail was provided: they believe the plug did not come down to the footplate, or the footplate came out. Additional information was received on december 20, 2017. The procedure being performed using left groin access was a left subclavian angiography. The procedure being performed using right groin access was a left subclavian artery angiography and stenting. There was no difficulty gaining vascular access. It was performed in standard fashion with use of an ultrasound. An angio-seal was used to the subclavian artery. Per coroner, in the left groin; the collagen and anchor did not appear to be at the level of the artery. The right groin demonstrated proper placement of anchor and plug at the level of the access. Pathologist preliminary report indicates she died secondary to gross blood loss resulting in subsequent cardiac arrest. No extravasation was found during the procedure or when she coded.

Manufacturer narrative:
. 1- patient identifier: it was initially reported as (B)(6); however, the last initial was provided; therefore, the complete identifier is: (B)(6). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.